Manufacturer narrative:
Only the pcb bd#9301-0090 was received for evaluation by zoll technical service.

Event description:
Complainant alleged that during a routine shift check by a clinician the device had no display, the 4 led's (sync, alarm on, start/stop, and charge) did not blink, and no beeps were heard. The complainant indicated that there was no pt involvement in the reported failure.